Manufacturer narrative:
The device was returned to ams and analyzed. The info from this failure analysis was received on (B)(6) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap region burned and melted, the cap remained intact and attached. The fiber cap was drilled through. The fiber shrink tube and fiber jacket melted and burned. The beveled section melted and exhibited burnt glue. The fiber cap exhibited char, devitrification, crater and melted glass. The root cause of the device failure was determined to be heat accumulation. The product labeling (product insert (B)(4)) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the pt and instructions for retrieving.

Event description:
It was reported by a customer on (B)(6) 2011 there was a bright flash from the fiber and then a loss of vaporization at 180,112 joules. Per the customer, tissue contact was unavoidable due to the size of the gland. Also, it was reported the fiber was wiped clean several times and a good irrigation flow was maintained. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap region burned and melted, the cap remained intact and attached. The fiber cap was drilled through.